Event description:
An abbott swanz ganz catheter did not provide cardiac output. Unable to monitor for 8 hours while patient on vasopressors. The physician was not aware of the problem until rounding. A new line was placed and hooked to the same monitor - hemodynamics were found to be adequate.